Event description:
Letter from attorney alleged rollator collapsed. Serious injury alleged.

Event description:
Letter from attorney alleged rollator collapsed. Serious injury alleged.

Manufacturer narrative:
Kel - (B)(6) 2012 - follow-up #001. Initial pr #(B)(4), issued uf/importer report #(B)(4). Additional information has been obtained regarding this incident. The consumer is a (B)(6) female, (B)(6). The malfunction has been described as brake failure. Attorney stated that the consumer broke her tailbone and left arm when the rollator collapsed. No other information available at this time.

Manufacturer narrative:
Attorney stated that the consumer broke her tailbone and left arm when the rollator collapsed. No other information available at this time.